Event description:
It was reported that patient presented to the emergency room after receiving inappropriate hv shocks due to noise. Upon explant, externalization was noted. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: external insulation abrasion was noted at 45.2-47.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 20.1-21.9cm from the distal tip. The re conductor etfe coating was abraded and the svc shock coil was melted at this location. This is consistent with the observation from the field of noise